Event description:
User received erroneous b12 results for four patient samples. Sample 1 initial result was 897.1 pg/ml, repeat result was 221.2 ng/ml. Sample 2 initial result was 682.7 pg/ml, repeat result was 74.56 pg/ml. Sample 3 initial result was 636.5 pg/ml, repeat result was 400.9 pg/ml. Sample 4 initial result was 241.0 pg/ml, repeat result was 91.83 pg/ml. User was aware that qc was out of range at the time the samples were tested, however, the erroneous results were reported. User states patients were not adversely affected as he corrected the results as soon as he knew. The user believed the reagent packs may have been frozen based upon the physical appearance of the reagent.